Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parents reported via phone call that the customer experienced low blood glucose. The customer's blood glucose lowered to 66 mg/dl, requiring treatment with glucose and glucagon. The customer was advised on calibration methods. The caller reported the customer's blood glucose would drop after a bolus treatment after dinner. The insulin pump will not be returned for analysis.